Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device was "chirping." Philips later discovered the chirp was caused by a charge button failure during the operational check. There was no patient involvement.